Event description:
The following has been reported: adverse event - additional data requested from the notifier and extraction of the pump log to support the investigation. Reporting as conservative measure. Adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.